Event description:
While priming an xlung kit 230 for extracorporeal membrane oxygenation (ECMO) therapy, a leak was observed coming the water side of the oxygenator. There was no patient involvement associated with the event. Upon follow-up, it was reported that the possible source of the leak was the heat exchanger on the oxygenator. It was also reported that the leak was possibly caused by damaged fibers or defective potting on the heat exchange membrane. The device was inspected for damage prior to use and no damage was found. It was confirmed the device was set up correctly and all connections were inspected. There were no reported console alarms associated with the event. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Correction: h6 conclusion code.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for evaluation. The manufacturing records were reviewed, and no irregularities were identified. A review of the manufacturing records did not show any evidence of a non-conformance during the manufacturing process. During functional testing of the returned sample, water passed from the blood channel of the gas exchanger to the water circuit of the heat exchanger. A leak was detected in the heat exchange cylinder just below the connector of the blood inlet. Water passed between the potting and the polycarbonate cylinder. The investigation into the complaint was able to confirm the reported event. The oxygenator showed a defect in the potting of the heat exchange cylinder, which caused the described leakage. Corrective actions have been initialized to prevent this issue in the future.

Event description:
While priming an xlung kit 230 for extracorporeal membrane oxygenation (ECMO) therapy, a leak was observed coming the water side of the oxygenator. There was no patient involvement associated with the event. Upon follow-up, it was reported that the possible source of the leak was the heat exchanger on the oxygenator. It was also reported that the leak was possibly caused by damaged fibers or defective potting on the heat exchange membrane. The device was inspected for damage prior to use and no damage was found. It was confirmed the device was set up correctly and all connections were inspected. There were no reported console alarms associated with the event. The sample was reported to be available for manufacturer evaluation.